Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with a clean lint-free cloth, brush, or sponge. It was also noted that the customer uses a lens cleaner to prevent fogging and cleans with "end fresh s". Afterward the customer uses an oer-4 for cleaning and disinfection. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material on the surface of the objective lens was identified as protein (from humans) and silicic acid (from chemicals). The foreign material on the distal end portion of the instrument channel was identified as silicic acid (from chemicals) and cellulose fibers (such as from a cellulose cloth towel and mask). The cause of the material remaining adhered to the device could not be specified. There was no damage to the areas where the foreign material was detected and it was confirmed that reprocessing was correctly implemented in line with the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: the reprocessing manual describes the methods for cleaning in "chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use, the intended procedure was diagnostic, and the procedure was completed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign body at the tip of the endoscope insertion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elite gastrointestinal videoscopes image clouding recurred. The issue was found during procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of foreign body at the tip of the endoscope insertion was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.